Manufacturer narrative:
Based on the claim against the product by the customer noting a non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse checked the system and did not find any problem. The logs were uploaded to be checked by isi and no problem found. The system was tested and verified as ready for use. The complaint regarding a non-intuitive move was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a non-intuitive motion. The procedure was completed with no reported injury.